Event description:
It was reported that the external pulse generator (epg) had a vertical line of pixels missing in the lower display. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, there was a missing column of pixels on the lower display. It was also noted that the battery drawer was damaged and the keyboard window was scratched.